Event description:
It was reported by service report that the fowler gas spring was leaking down on to the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.